Event description:
The hcp reported the pt had been experiencing increased spasticity. The hcp performed a dye study. The results were not reported. The pump was explanted and returned to the manufacturer for analysis after an implant duration of 49 months.